Event description:
It was reported the patient had a stroke "sometime after the next day check" and died. The cause of death has been requested and not received.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had a stroke "sometime after the next day check" and died. Follow up with clinic reported cause of death was acute cva and dilated cardiomyopathy. Patient had presented to hospital nine days prior to death with atrial fibrillation and symptoms suggestive of transient ischemic attack (tia) . Placed on medical management for atrial fibrillation. Underwent placement of ICD, was cardioverted to sinus rhythm, and was doing well. However, did suffer an acute right-sided cerebrovascular accident (cva) later that same day. Treated medically and continued to do poorly and died two days later with final death diagnoses: acute right cva; dilated cardiomyopathy; atrial fibrillation converting to sinus rhythm with electrical cardioversion.